Manufacturer narrative:
A ge service representative performed an on site investigation. The power capacitor module was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system screen was blank and had a high milliamps error. No patient injury was reported.